Manufacturer narrative:
Model number/catalog number: sc-2158-70, serial number: (B)(4), batch/lot number: 14661564, model/catalog description: linear lead kit 70 cm. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients anchors were causing pain at the midline incision site and undesired stimulation was also noted on nontarget areas. The patient underwent a lead replacement procedure and was doing well postoperatively.